Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by tandem technical support to transition to an alternate insulin delivery method, manual daily injections (mdi), while a replacement pump was sent.